Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support to reset the pump, and the malfunction did not recur afterward. The customer was advised to call back if the issue recurs and was allowed to continue using the pump.